Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a generator change. During procedure, the physician noted a small perforation in the right ventricular lead where the lead and pin met. The physician felt the lead was stable and opted to insert a new lead. The old lead was capped and replaced on (B)(6) 2020. The patient was fine and had no symptoms.